Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed post percutaneous coronary intervention (pci). In recovery nurse attempted to remove air approximately 90 minutes after it was applied however was only able to get 2cc out before balloon was flat. Nurse stated that the tr band appeared very tight on wrist. Hematoma that was approximately 4 cm x 4 cm appeared however no bleeding from skin puncture. Tr band was removed and manual compression held and second tr band placed above hematoma. The issue occurred in the cardiac cath unit (ccu). The device was not manipulated. Tr band was placed and patient transferred to ccu. The product is stored in a drawer in the cath lab. There were no issues encountered during device use. It is unknown where the tr band was leaking from.